Event description:
It was reported that, pt stated after months of pain, not being able to walk and numerous x-rays indicating loosening, the pt went to another surgeon and was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.